Event description:
It was reported that the left ventricular lead was explanted due to infection, dislodgement and no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead returned for analysis. It was reported that the left ventricular lead was explanted due to infection, dislodgement and no capture. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to dislodged.